Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent a persistent atrial fibrillation (afib) ablation procedure with a lassostar, 10p, dia 15mm loop size. The catheter tip kinked and broke resulting in exposed wires and sharp edges. During catheter introduction into the heliostar lumen, the catheter kinked and broke. The catheter was replaced with a new one and issue was solved. The procedure was delayed 5 minutes. The procedure was successfully completed and no fragments were generated. No patient consequences. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that bent and broken shaft with metal exposed on the lassostar catheter. Also the loop was inspected and no damaged was observed. The bent and broken condition noted on the device may have been related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. A manufacturing record evaluation was performed for the finished device 30478778l number, and no internal action was found during the review. The instructions for use contain the following warning stated: -to maneuver the catheter, use the torquer on the catheter to torque (or rotate) the shaft in a clockwise direction only. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 5-oct-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a persistent atrial fibrillation (afib) ablation procedure with a lassostar, 10p, dia 15mm loop size. The catheter tip kinked and broke resulting in exposed wires and sharp edges. During catheter introduction into the heliostar lumen, the catheter kinked and broke. The catheter was replaced with a new one and issue was solved. The procedure was delayed 5 minutes. The procedure was successfully completed and no fragments were generated. No patient consequences. The damage resulted in wires being exposed and sharp edges. During insertion, a bit of difficulty was felt. Catheter discarded by the hospital. The issue occurred on the stiffer part of the catheter ¿ more distal. Broken catheter tip is MDR-reportable. Damaged electrode with exposed wiring is MDR-reportable.